Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when the investigation is finished. (B)(4).